Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient had a skin irritation. The patient had a rash that reportedly looked like a yeast infection. There was no alleged device malfunction. There is no evidence to suggest that the patient received medical intervention for the irritation. The outcome of the irritation is unknown.